Event description:
It was reported that a clearlink system continu-flo solution set leaked. During set up in the operating room prior to the patient coming into the or, a leak was observed from the first clearlink port. The device was filled with phenylephrine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The actual device is not visible in the provided picture, therefore, a device analysis could not be completed. Furthermore, the reported condition could not be confirmed nor refuted. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.